Manufacturer narrative:
The date the device was returned to manufacturer was updated to december 6, 2017. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearing was seized, jammed, heavy moving and the attachment was blocked. It was also determined that the device failed pre-test for check frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary procedure, it was observed that the oscillating saw attachment device was moving very slowly, but sounded like the device ¿was ready to go¿. The reporter stated that when the device was touching the veterinary patient, the device did not run. It was further clarified that the blade was moving slowly and the device had no power. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.